Event description:
A report was received that a pt was having difficulties charging his ipg. The pt's database was analyzed by a bsn representative and premature battery depletion was confirmed. The pt's ipg was replaced and the pt is reportedly doing well following the procedure.